Event description:
The device catheter broke off at the clavicle. The distal portion of the device catheter had migrated to the pulmonary artery. The migrated catheter was removed by the radiologist without incident. The device and remaining catheter were scheduled to be removed on 8/16/96. The pt was stated to be an active golfer which may have been a contributing factor according to the physician.